Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service ctr, the service tech observed stress cracks on the rear and upper housing. Since the event occurred during routine testing, there was no pt involvement during this event.